Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after initial startup of the intra-aortic balloon (iab) therapy in acute myocardial infarction (ami) patient, the iab tip was not inflated and augmentation for artery pressure failed. Although the customer tried to inflate the balloon manually and replaced the pump, the issue was unable to be solved. The iab was replaced to continue therapy. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient.